Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod adhesive caused skin breakouts, which she described as a burning sensation on her skin, followed by the development of sores and scarring at the infusion site. The infusion site location was not specified. No additional information was provided regarding symptoms or treatment for the skin condition. The patient reported discontinuing omnipod use and transitioning to diabetes management with metformin per her healthcare provider¿s instructions.